Manufacturer narrative:
(B)(4).

Event description:
Additional information there was facture on the lead.

Event description:
It was reported that via fluoroscopy, externalized conductors were observed. No electrical anomalies were reported. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.